Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2022 due to instability. The surgeon explanted the standard humeral cup (36/3) and implanted a stability humeral cup (36/9).